Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated the pump data was missing. During troubleshooting with tandem technical support it was identified that an alert 4 was received. Although requested, no further information was provided. There was no reported impact to the customer's blood glucose level.